Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2024-00488. It was reported the patient experienced pain at the ipg site due to ipg migration. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
A4: changed patient's weight. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received wherein on (B)(6) 2024 one ipg was repositioned in the same pocket and the second lead was explanted and replaced to address the issue.

Manufacturer narrative:
Correction:  in the additional b5 report the event should have stated the second ipg was explanted and replaced not the lead.